Manufacturer narrative:
The actual product was not returned for investigation. Without a sample we are unable to determine the root cause of this incident. With the information provided a complete investigation can not be performed and the device history record can not be reviewed. We will continue to monitor trends and utilize the information as part of continuous improvement. Instructions for use indicate: drains or tubing should not be handled with any instruments. This can lead to tearing, warping or weakening and subsequent breakage of the drain. To facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured; either internally or externally. Do not suture the drain(s). Drains should be placed and removed carefully by hand only with a slow and steady pressure. Excessive force may result in breakage. During placement and removal of the drain, do not nick, cut, tear or otherwise damage the drain as this may lead to breakage. Leaving the drain implanted for any period of time which allows for tissue ingrowth around the drain and into the holes, may cause breakage on removal.

Event description:
Drain broke off while removing after knee surgery. Discovered on post-op x-ray. Second surgery necessary to remove. No residual effects anticipated.